Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air-water cylinder had a white foreign material. A root cause could not be identified. Based on the results of the investigation, the reported issue was not reproduced, and no problem was detected. The presence of the foreign matter was probably due to the use of products that contain silicone, which can cause deposits of white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed error b30 when connecting the endoscope to the processor. There were no reports of patient harm.